Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an abdominal hernia. It was reported that after implant, the patient experienced infection, failure of mesh, partial unincorporation of mesh, fistula, and abscess. Post-operative patient treatment included revision surgery, irrigation and drainage, and mesh removal.